Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was deployed. The plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned for evaluation. The returned body of the device, lever, foot, guide and sheath were returned with no damage detected that would contribute to the reported no suture present on the needles during plunger removal. Both ends of the foot were examined and there was no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and it was acceptable and not a contributing factor in the event. There was no manufacturing or quality issue detected. The reported issue may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. Based on the analysis of the returned components a root cause for the reported experience could no be determined. A review of the finished device history records did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during plunger removal no suture was present on the needles. The proglide device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.